Manufacturer narrative:
Unit passed the displacement test and basic occlusion test. Motor error alarm during occlusion test and unable to prime during prime/compromised force sensor system. Test due to faulty fsr (gold). Unable to perform excessive no delivery test due to priming anomaly. Motor passed motor test.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was 161 mg/dl. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.